Manufacturer narrative:
An onsite evaluation of the thermogard console was performed by a zoll service technician. During investigation of the device, the customer's complaint of tcmid 09 (ce temp error) was confirmed during review of the event log. Further evaluation found the root cause of the issue was due to a damaged roller pump lid. The thermogard console is a reusable device and was manufactured on 08 november 2010. This type of issue is characteristic of normal wear and tear for the life of the device; the console also has exceeded its expected service life of 5 years. To ensure the thermogard console is functional without issue, the air trap was removed, disassembled, and cleaned. After the damaged roller pump lid was replaced, the console was re-evaluated. The console passed all testing and was found to be within specification. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
As reported, the thermogard xp ivtm console (sn: (B)(4)) displayed a tcm ID 09 message prior to patient use. A replacement console was used to begin and complete patient temperature management therapy. No further information was provided. There is no known patient consequence reported.